Event description:
The biomedical engineer reported that they were having issue with the multigas unit intermittently producing readings. Then it completely stopped producing readings / waveforms. Then it came back about 5 minutes later and then dropped off again. The cable was connected to the unit correctly. It is unclear whether there was an error message displayed when the failure occurred. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reported that they were having issue with the multigas unit intermittently producing readings. Then it completely stopped producing readings / waveforms. Then it came back about 5 minutes later and then dropped off again. The cable was connected to the unit correctly. It is unclear whether there was an error message displayed when the failure occurred. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 06/27/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 07/11/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 07/12/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: concomitant medical products: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Manufacturer narrative:
Details of the complaint: the biomedical engineer reported that they were having issue with the multigas unit intermittently producing readings. Then it completely stopped producing readings / waveforms. Then it came back about 5 minutes later and then dropped off again. The cable was connected to the unit correctly. It is unclear whether there was an error message displayed when the failure occurred. No patient harm was reported. Investigation conclusion: based on the operator's manual, known causes for no readings are related to incorrect settings or use error. The customer's complaint history suggests that the facility has a history of having intermittent readings due to improper use of the gf-201ra device. The customer has a history of using non specified components to be used with the gf-210ra. Root cause is likely related to use error. This issue will be trended as additional education may be necessary should this issue recur with the exchange device. Attempt #1 06/27/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 07/11/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 07/12/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer reported that they were having issue with the multigas unit intermittently producing readings. Then it completely stopped producing readings / waveforms. Then it came back about 5 minutes later and then dropped off again. The cable was connected to the unit correctly. It is unclear whether there was an error message displayed when the failure occurred. No patient harm was reported.